Event description:
The patient's mom/reporter claimed that the patient awoke with a blood glucose reading reaching 600 mg/dl. Reportedly, her blood glucose has been elevated for the last 3 days with symptoms of large ketones and nausea. The patient was able to correct her blood glucose with insulin via syringe. The reporter noted the infusion site was changed on (B)(6) 2011. The alarm history shows a replace battery alarm on (B)(6) 2011. The prime history recorded priming on (B)(6). The total daily doses were accounted for. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. The cannula did not have a kink or bending at the infusion site. There was no change in the patient's activity, health, diet or medication. The animas representative concluded there was no pump malfunction associated with the alleged event. It is not clear what contributed to the patient's alleged symptoms and elevated blood glucose. This complaint is being reported because the patient had blood glucose reading above 500 mg/dl while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues.